Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis exera iii gastrointestinal videoscope had blocked water channel. The event occurred during a gastroscopy diagnostic procedure. It was reported that the procedure was completed with no delay. Upon inspection and testing of the customer returned device, foreign material was found coming out of the scope distal end due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water supply volume failed, due to wear of angle wire, bending angle in up direction did not meet the standard value, adhesive around objective lens worn, adhesive around light guide lens worn, distal end cover scratched, and adhesive on angle rubber cracked. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.